Event description:
An in-stent restenosis lesion in the first diagonal was pre-dilated with a maverick 15/2.5 catheter. The physician was not satisfied with the results and used the cutting balloon to complete the case. The cutting balloon was inflated twice to 6 atm for 60 seconds each inflation. When attempting to remove the cutting balloon, the catheter became stuck in the stent. After several unsuccessful attempts to remove the catheter by tugging, the device eventually pulled free with an additional strong pull. Initially imaging looked cloudy, but ok. Upon rechecking the treated area, a dissection was noted extending from the lad coronary artery to the left main. The dissected area was treated with placement of two stents with good results. The stents were post-dilated with the maverick 2.5/1.5 balloon with no resistance. The pt is reported as doing fine.